Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after inserting the introducer needle during aspiration it was noticed that air had entered the system. The cause was apparently a crack in the transparent plastic cone of the needle." The insertion site was the right internal jugular vein. A new device was used to puncture the opposite side without complications. It was reported that multiple punctures in the absence of blood aspiration resulted in a right cervical hematoma. No medical intervention was required. The patient's condition was reported as "unimpaired". Additional information received reports when attempting right jugular cvc placement, there was low "aspirabel" of blood in the first step, the wire could not be advanced. Attempting to revise the puncture, blood could then no longer be aspirated and it was assumed the cannula tip was extravascular. The puncture was repeated several times and it was noticed that air could again be aspirated immediately below the skin level. A material defect was concluded.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of needle hub cracked was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit states, "if using arrow glidewheel advancer, advance guidewire through the arrow raulerson syringe or through the introducer needle by pushing advancer wheel and guidewire forward. Continue until guidewire reaches desired depth. If using standard arrow advancer, raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after inserting the introducer needle during aspiration it was noticed that air had entered the system. The cause was apparently a crack in the transparent plastic cone of the needle." The insertion site was the right internal jugular vein. A new device was used to puncture the opposite side without complications. It was reported that multiple punctures in the absence of blood aspiration resulted in a right cervical hematoma. No medical intervention was required. The patient's condition was reported as "unimpaired." Additional information recevied reports when attempting right jugular cvc placement, there was low "aspirabel" of blood in the first step, the wire could not be advanced. Attempting to revise the puncture, blood could then no longer be aspirated and it was assumed the cannula tip was extravascular. The puncture was repeated several times and it was noticed that air could again be aspirated immediately below the skin level. A material defect was concluded.